Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an issue with insulin dripping out of their infusion set after the act button was released during a prime. The customer also reported receiving a no delivery alarm the night prior. Customer's blood glucose was 411 mg/dl. The customer stated they treated their blood glucose with the insulin pump. Customer also reported resolving the alarm with a complete set change. The customer declined to return the insulin pump for analysis.